Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Problem code captures the reportable event of stent occluded. Problem code captures the reportable event of stent broken. Problem code captures the reportable event of stent difficult to remove. Problem code captures the reportable event of stent damaged. Problem code captures the reportable event of stent cover damaged. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex biliary rx fully covered stent was implanted to treat a stricture in the bile duct mid part to the papilla during an endoscopic biliary stent placement procedure performed on an unknown date. According to the complainant, on (B)(6) 2018, post stent placement, the stent was noted to have occluded. On the same day, the physician decided to remove the stent with grasping forceps and snare. Reportedly, while checking the papilla by endoscope, only the retrieval loop was visible and there was severe resistance in removing the stent. Eventually, when the stent was removed, the stent wire was detached. A photo of the stent was received and based on this, the distal wires were broken and damaged/ pulled, and the stent cover was noted to be damaged. It is unknown if another stent was implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(6). (B)(4). A wallflex biliary rx fully covered rmv stent was received for analysis; the delivery system was not returned. Visual examination of the returned device found the stent was damaged and a yellow color residue was identified inside the returned stent. The cover of the stent was missing in some sections of the stent. The stent wires were kinked and broken. The retrieval loop was found broken. The stent was measured to be within specifications. No other issues were noted to stent. The damages observed during the analysis of the device are consistent with the complainant's report of encountering resistance during removal of the stent. Based on the event description and the analysis of the returned device, the investigation concluded that procedural factors encountered during the procedure could have affected the performance of the device, contributing to the reported event. A labeling review was performed, and from the information available, this device was used per the directions for use (dfu)/ product label. Additionally, stent occlusion is noted within the dfu as a potential adverse event related to the use of the device; therefore, the most probable cause is "known inherent risk of device".

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex biliary rx fully covered stent was implanted to treat a stricture in the bile duct mid part to the papilla during an endoscopic biliary stent placement procedure performed on an unknown date. According to the complainant, on (B)(6) 2018, post stent placement, the stent was noted to have occluded. On the same day, the physician decided to remove the stent with grasping forceps and snare. Reportedly, while checking the papilla by endoscope, only the retrieval loop was visible and there was severe resistance in removing the stent. Eventually, when the stent was removed, the stent wire was detached. A photo of the stent was received and based on this, the distal wires were broken and damaged/ pulled, and the stent cover was noted to be damaged. It is unknown if another stent was implanted. There were no patient complications reported as a result of this event. Additional information received on october 05, 2018: according to the complainant, the wallflex biliary rx fully covered stent was implanted on (B)(6) 2018. On (B)(6) 2018, during the stent removal procedure, a stone removal balloon was used to clean the bile duct after the stent was removed. The complainant confirmed that the stent was not broken prior to removal, and that it broke where it was grabbed by the straight grasping forceps. Reportedly, the procedure was completed without placing a medical device.